Event description:
Complainant alleged that after delivering one shock to a sixty-three year old female pt via paddles, the medics attempted to deliver a second shock and the device made a loud pop sound and would no longer power on. Complainant indicated that, the clinician obtained another device to continue treating the pt. Complainant indicated that, the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.